Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set leaked. This occurred while priming the device. The reporter stated that they had turned off the flow and left the setup overnight. In the morning the solution bag was half empty. No additional information is available.